Manufacturer narrative:
Image analysis six still images were returned for analysis. This image shows the distal end of a protege device in a plastic bag, the distal sheath can be seen and the the tip of the device appears to be missing consistent with the reported event. This image shows a fluoroscopic image of the guidewire in vivo. This image shows a fluoroscopic image of the guidewire passing through the left axillary artery. This image shows a subtracted image of a guide catheter in the left axillary artery. This image shows a fluoroscopic image of the guidewire in vivo. This image shows a fluoroscopic image of a guide catheter in the left subclavian artery. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the serb65-14-80-80 protege gps stent, the first stent would not deploy at all. A second serb65-14-80-80 protege gps stent was deployed, and upon removal, the distal tip of the catheter was missing. The vessel was pre-dilated. A non-medtronic guidewire was used, and no resistance was encountered when advancing the device. The catheter was safely removed from the patient, and the procedure was completed. The stent remains implanted in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: there was no patient injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.